Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that periods of asystole were observed on a surface ECG. The pulse generator was replaced.